Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted because the patient had two concomitant implanted devices used off-label, one implanted on the right side and this pacemaker on the left side. During the procedure, one lead was successfully capped. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this pacemaker was explanted because the patient had two concomitant implanted devices used off-label, one implanted on the right side and this pacemaker on the left side. During the procedure, one lead was successfully capped. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause traced to intentional off-label, unapproved or contraindicated use" based on the field report of the device being used incorrectly. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause. A risk review was completed and confirmed that the event of user used incorrect product for intended use was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that these issues are covered in the applicable instruction for use (IFU) document.